Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, it was observed that the right ventricular lead impedance was low but was still within normal range. X-ray confirmed that there was no evidence of externalization on the lead. The physician elected to implant a new right ventricular lead due to the lead being on advisory. The lead was capped and replaced successfully on (B)(6) 2017. The patient was in stable condition before, during, and after the procedure.